Event description:
The account alleged that the head left brake caster will not hold in either steer or brake mode. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.